Event description:
Edwards lifesciences was notified via a direct voluntary incident report submission to the FDA that a customer experienced a catheter balloon separation. The voluntary incident report did not include customer contact information, patient information or product information related to the reported event. During patient use, the nurse noticed the pulmonary artery tracing did not look correct. The catheter was repositioned and while doing so the plastic sheath that covers the catheter became damaged. The catheter was then removed and placed through a new intact sheath. When removing the catheter, there was slight tension. The doctor noted the catheter balloon was not at the end of the catheter. The introducer was removed by his request. The sheath was examined and there was no evidence of the balloon in the sheath. There was no patient injury reported.

Manufacturer narrative:
Edwards lifesciences was unable to perform due diligence efforts to retrieve the suspect device for analysis as there was no customer contact information provided in the voluntary incident report. No product was returned for evaluation; therefore, a definitive root cause could not be determined and corrective and preventive action is not indicated at this time. The exact model and lot number are unknown. As the lot number is unknown, the device history record review could not be completed. An engineering evaluation has been initiated to assess for any manufacturing related processes which could be correlated to the complaint.

Manufacturer narrative:
This complaint is related to medwatch 16875571.

Manufacturer narrative:
There is no product evaluation as the device was not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100 percent of the swan ganz units go through a balloon inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The device history record review was completed and all manufacturing inspections passed with no non conformances.